Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented in clinic with chest pain. Perforation was confirmed via echocardiogram. The lead was explanted when repositioning was unsuccessful.